Event description:
Ventilator was disconnected from the ac electrical outlet and the battery backup did not function. Pt was immediately ventilated via ambu bag until another ventilator was obtained. No obvious cord or electrical issues observed by biomed.